Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was initiated and failed due to an fill complication encountered message during fill 1. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the hp2 filter during the inspection. The cause of the observed dried fluid and fluid could not be determined. The hp2 filter was replaced with a clean filter. A second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without alarms or failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette and patient line is blocked alarms during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient clarified initially receiving patient line is blocked alarms and then air detected in cassette alarms during drain 4 of 4. The patient called technical support and was advised to cancel the treatment and call back for further issues. After cancelling the treatment the patient observed the fluid leak and called back. There were no issues observed with the cassette at that the time. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler and is continuing peritoneal dialysis therapy. The cassette used by the patient was discarded and is not available to be returned for physical evaluation by the manufacturer. The original cycler has been returned to the manufacturer for physical evaluation.